Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a ligament repair surgery, a 3.5mm k-wire was used to create a pilot hole in advance. Then, the twinfix ti 5.0mm anchor slipped after screwing it for 2/3. The procedure was completed using a s+n back-up device. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per review of current available information, the titanium anchor slipped from bone hole by itself and a backup device was placed in the same originally drilled hole. Thus, no additional impact was made to the patient. This event is unlikely to cause or contribute to serious injury or death. Therefore, this event is considered not reportable pursuant to to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a ligament repair surgery, a 3.5mm k-wire was used to create a pilot hole in advance. Then, the twinfix ti 5.0mm anchor slipped after screwing it for 2/3. The procedure was completed using a s+n back-up device. The originally drilled bone hole was used. It is unknown if there was a surgical delay, and no further complications were reported.

Event description:
It was reported that during a ligament repair surgery, a 3.5mm k-wire was used to create a pilot hole in advance. Then, the twinfix ti 5.0mm anchor slipped after screwing it for 2/3. The procedure was completed using a s+n back-up device. The originally drilled bone hole was used. It is unknown if there was a surgical delay, and no further complications were reported. Results of investigation found that one of the anchors had the threads fractured with some thin strips of ti only held to the anchor body by the tip and the second anchor had the window at the proximal end fractured

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. An insertion device and 2 fractured anchors were returned. Anchor 1: has the suture string through the suture window at the proximal end of the device. The threads are fractured with some thin strips of ti only held to the anchor body by the tip. Anchor 2: has the anchor window at the proximal end fractured. No suture material was returned with anchor 2. All returned items have debris on them. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A clinical review states the provided photo was reviewed and appears to show a deployed device and the anchor screw in open clear packaging. However, the photo image does not provide insight into the cause of the reported problem. Additional requested information, to fully evaluate the root cause of the complaint, was not provided. Patient impact beyond that which was reported could not be determined. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.